Event description:
Rrt stated the device shutdown after a series of hw flt and power lost messages. The patient was bagged because they were unable to power the vent back no longer had confidence in the vent. Earlier in the week the device was alarming for hw flt, but still operating normally. Additional information provided: company was at the doctors office and it began to alarm "low batt" despite being plugged into wall power outlet. While company was loading into the van, the unit completely shut failed - stopped working, continuously alarming, attempting to shut off and come back on repeatedly, running the rom passed tests, but never staying on and never working. Plugged into cig lighter with the adapter did not resolve the problem . When I pressed the button to shut down the vent it would never turn off but just kept restarting and failing to come on and cycle. No patient harm.